Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 the patient was on an appointment with her psychiatrist when the patient noticed that her glucose levels started going down so she tried to go to the cafeteria to get something to eat, the patient got confused on her way there and when she asked for directions she repeated them backwards which made the other person alert and take her glucose levels. The patient used her own glucometer and they discovered that way that her glucose levels were at 25 mg/dl. The last thing she remembers before she was admitted into the ER. While on the ER they checked her dexcom app and noticed that the app was showing the incorrect glucose levels showing she was at 150 mg/dl and the bg reading was 25 mg/dl. At ER patient was treated with glucose (IV), was observed, made to eat food. The patient was discharged at approximate 2:50pm that same day. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.